Event description:
It was reported that during set up before a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection. After disassembly, the repair technician confirmed through visual inspection that the spindle housing was corroded and damaged.

Event description:
It was reported that during set up before a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.